Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was extensively tested but the reported issue could not be reproduced. Physio performed some unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not shock during resuscitation of a patient. The device did charge defibrillation energy but would not shock. When the users tried to deliver the shock, the device prompted that both batteries were empty. One of the used batteries was full and one battery showed 50% capacity. The emergency doctor on scene immediately used his backup device on the patient but this device would not shock either. It was reported that there was no delay in treatment. The patient was transferred to the hospital for further treatment.